Event description:
It was reported that during unrelated post-operation check, the right ventricular lead exhibited noise causing pacing inhibition and long pause. The pulse generator was noted with noise and loss of capture when the patient¿s head and the device were moved around. Prior to opening the pocket, noise was induced by tapping on the can. The physician decided to explant and replace the device due to suspected header issue. The lead was capped and replaced on (B)(6) 2018. The patient was good before, during, and after the procedure.

Manufacturer narrative:
The reported field event of noise and loss of capture was not confirmed in the laboratory. Header and connector inspection did not find any anomalies relating to the reported event. The device was tested on the bench and no anomalies were found.